Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation due to the data analysis can not be made. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
It was reported that about 87 months after implantation the stimulation impedance was out of range (> 3000 ohm). An event date was not provided. The lead remains implanted for the time being.